Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for routine check when there was 6 episodes of nonsustained vt and one noise reversion due to oversensing on the v sense amp. The signal was not detected on the discrimination channel. Programming changes were made. The patient was sent home with remote monitoring.